Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was unresponsive. Customer's blood glucose was 132 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform the displacement test due to unresponsive buttons. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.